Event description:
It was reported that during testing, the device would not charge because the charge button was missing. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a replacement charge button. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.